Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: " hamilton g5 sn (B)(6) was on a patient who expired, unknown of any problems or issues that led to this. " "tech did inspect machine after incident and mentioned that exp. Valve may be sticky. " according to the information received it is unknown if the patient was harmed by machine. A medical intervention was necessary, but the specific type of intervention required was not specified. Moreover, the manufacturer was informed that the user reported this event to local authorities, although no reference number was provided. Further inquiries have been sent to the customer to obtain additional details about the event. The causality of the adverse event associated with the hamilton-g5 has not yet been determined and is currently under investigation

Event description:
The following was reported to hamilton medical ag: the ventilator exhibited auto-triggering behavior while in use on a patient. The respiratory therapist evaluated the unit but found no issues. The patient was immediately disconnected and bagged to allow further investigation. Cardiopulmonary resuscitation (CPR) was performed; however, the patient subsequently passed away. It was further noted that the patient had experienced three cardiac arrests in the emergency department prior to being placed on the g5 ventilator on january 17th. A causal relationship between the device behavior and the patient¿s outcome could not be confirmed. Device logs showed the presence of technical fault tf:2441, along with disconnection alarm. Additionally, it was mentioned that the user did not report the event to the local authority.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: complaint investigation. Hamilton medical ag received an event indicating that the ventilator exhibited auto-triggering behavior while in use on a patient. In response, the patient was immediately disconnected and bagged to allow further investigation. Cardiopulmonary resuscitation (CPR) was performed; however, the patient passed away. Additionally, according to the complaint description, at harm "yes" was selected with the following mention: "unknown if harmed by machine, patient did expire." It was further noted that the patient had experienced three cardiac arrests in the emergency department prior to being placed on the g5 ventilator on (B)(6). The ventilator¿s logfiles were received and reviewed by the manufacturer. The data revealed disconnection alarm as well as the presence of technical fault tf:2441. The following relevant log entries were recorded: (B)(6) 2025 09:35:39 high pressure alarms 5019, (B)(6) 2025 09:35:37 high pressure alarms 5019, (B)(6) 2025 09:35:37 disconnection on ventilator side alarms 5011, (B)(6) 2025 09:35:36 high pressure alarms 5019, (B)(6) 2025 09:35:35 high pressure alarms 5019, (B)(6) 2025 09:30:09 tf : 2441 tech fault 2441. Following the event, a service technician inspected the ventilator. All calibrations were within specification, and no functional issue was identified. The device was tested in accordance with the manufacturer¿s service manual, and all tests passed successfully. The ventilator ran for approximately 24 hours on test lung without any issue. Based on the available information, a causal relationship between the device behavior and the patient¿s outcome could not be confirmed.